Event description:
Description of event according to initial reporter: when placing the inferior vena cava filter, another sheath had already been inserted into the right jugular vein, so the device was approached from the left jugular vein. After insertion, a kink was found in the sheath, so it was removed. After removing the other catheter from the right jugular vein, a replacement with the same part number (e4537168) was inserted and the procedure was repeated via the right jugular vein, successfully placing the filter. After the procedure, the patient had been transferred to another hospital, so future plans for filter retrieval, etc. Are unknown.

Manufacturer narrative:
Manufacturer¿s ref # (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: k233680. Summary of investigational findings: the sheath kinked after insertion from left jugular vein and was removed. Another tulip filter was successfully placed from right jugular vein. The jugular introducer and the introducer sheath were returned. The sheath had cracked in a kink 39cm from the distal tip, as if a primary filter leg had penetrated the sheath from inside. A minor indentation was noted in the most distal sheath tip. These investigation findings support the reported kink. It is previously seen that the sheath may kink if advanced through tortuous anatomy and the filter legs may be prone to exceed the sheath wall if advanced/withdrawn through a kinked sheath. According to IFU, the right jugular vein is usually preferred for filter placement due to its straighter route to the vena cava. An approach via the left jugular vein may be possible, depending on the patient¿s size and anatomy, and the location of any venous thromboses it is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.